Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed to replace the cartridge. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.